Manufacturer narrative:
Investigation results: a sample was received in the (B)(4) plant for evaluation. The sample showed a broken tip stuck inside the adaptor therefore failure mode was verified. No related issues or defects found in DHR. No quality notifications were issued for this batch. Root cause unknown. Bd was unable to determine if the broken tip was caused by manufacturing / molding, or if it was broken when assembled to the adaptor.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip of a 60 ml bd¿ syringe with bd luer-lok¿ broke off in the medical tubing during use. No injury or medical intervention.